Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind and displacement tests. However, unable to prime the pump during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. No compromised force sensor system alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked reservoir tube, battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump fell in the toilet a week ago. Moisture was not seen under the screen or cracks on the casing. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.